Manufacturer narrative:
Clinical investigation: there is no allegation nor any documentation that indicates any fresenius device(s) caused or contributed to a serious adverse patient outcome. The patient¿s initial hospitalization for open heart surgery with complication occurred prior to start of dialysis. The patient¿s complications of deep vein thrombosis and pulmonary embolism are most likely associated with post-operative complications. Furthermore, there does not appear to any reported adverse events related to peritoneal dialysis therapy. The patient¿s 11-day hospitalization in april appears to be associated with deep vein thrombosis prophylaxis management pre-operatively and post-operatively.

Manufacturer narrative:
Serial number not available; review of the s/n history could not be performed.

Event description:
A patient contact posted a report on an online dialysis message board detailing a patient with chronic kidney disease, who was also diabetic. The patient reported experiences deep vein thrombosis and pulmonary embolism in october, followed by an unspecified surgery in april, followed by an 11 day hospitalization where heparin was administered. This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly. Patient is diabetic and was diagnosed with chronic kidney disease a few years ago.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was not performed, as the serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.